Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The device returned without the luer. It was reported that the luer was normal when removed from the patient, and may have been lost at a later stage. The endeavor resolute rx coronary drug eluting stent is similar to the resolute integrity rx coronary drug eluting stent which is marketed in the us. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis summary: device was returned with guidewire loaded. The stent was positioned on the balloon between the marker bands as per specifications. Deformation was evident from the 2nd ¿ 28th distal stent wraps with struts raised, bunched and overlapping. Slight deformation was evident to the distal tip. The guidewire could not be removed from the device, possibly due to hardened blood in the guidewire lumen and therefore, the inner lumen patency could not be verified with a 0.015 inch mandrel. The device was placed in a 37 degree celsius water bath for 24 hours to disperse the hardened blood, but the guide wire remained in the device. The device returned with a detachment on the hypotube, the detached luer was not returned. The hypotube material was jagged and oval at the detachment site. No other damage evident to the remainder of the device. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During a procedure an attempt was made to use an endeavor resolute rx coronary drug eluting stent to treat a severely tortuous and calcified lesion exhibiting 80-99% stenosis located in the mid right coronary artery (rca). The device was inspected with no issues noted. Negative prep was not performed. The lesion was pre-dilated. The device did not pass through a previously deployed stent. Resistance was encountered when advancing the device however excessive force was not used during delivery. It was reported that the stent failed to pass the lesion and the proximal end of the stent became deformed upon removal from the patient. The patient is reported to be alive with no injury.